Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was reproduced. Evaluation experienced the following keys inoperable (on/off, setup, ok, (.), (3rd and 4th soft keys), #0, #1, #2, #4, #5, #7, and #8 keys. When any of the remaining keys were selected, an automatic output of the 4th soft key would occur. Evaluation confirmed the reported symptom through causality of the keypad. The failed keypad was replaced. Additional information: self-activation or keying, failure to sense.

Event description:
It was reported that a spectrum pump had the symptom "keypad inoperable," which was clarified during baxter's evaluation as a repeated/duplicate keypad output. Any patient involvement, injury or medical intervention is unknown.